Manufacturer narrative:
Unit had blank flashing white liquid crystal display due to cracked liquid crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white liquid crystal display . Unit received with cracked belt clip rail case corner.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 122 mg/dl. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for the analysis.